Event description:
Additional information was received from the healthcare provider (hcp). The cause of the high impedances was unknown. They stated they was a possible issue with the lead. When asked what steps were taken to resolve the issue, they reported the old lead was removed and replaced. The issue was resolved. The cause of the loss of stimulation was determined. However, they did not clarify the cause and instead stated that the new lead was functioning well with stimulation and symptom relief.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va0kyug implanted: (B)(6) 2014: product type lead product ID 3889-28 lot# va0kyug implanted: (B)(6) 2014: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va0kyug, implanted: (B)(6) 2014, product type: lead. Product ID: 3889-28, lot# va0kyug, implanted: (B)(6) 2014, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 16-jun-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2023-jun-29 (B)(4) rep, hcp): information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal in continence. It was reported that it was observed on day of surgery that patient had high impedances and had a loss of stimulation. They were not able to interrogate the battery because it had reached end of service. The surgeon could not replace the lead at the time because they needed consent from the patient and also wanted to talk to them about replacing the lead. They will be replacing the lead in the near future and will attach it to the new interstim x battery that is implanted.